Manufacturer narrative:
This lot was manufactured february 27, 2017 ¿ march 1, 2017. One actual infusor unit was received for sample evaluation containing approximately 101ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was identified with a small volume infusor. The prescribed medication did not deliver the full dose within the expected time. The unit was removed from the patient after 46 hours of medication time. The total fill volume was 100ml but residual volume was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.